Manufacturer narrative:
The case was escalated to next level support team and based on additional case escalation and review of the diagnostic upload, it was confirmed that the user's transmitter was detecting both the previous transmitter and the new one, preventing the system from working properly. The recommendation from the escalation team is to have both sensors, new and previous, removed and another sensor inserted. Senseonics would cover the costs for sensor replacement and procedure. No investigation was found necessary for this complaint.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On sept 04th 2020,senseonics was made aware of an incident where user received a "new sensor detected" alert when preparing the user while troubleshooting a diiferent case of "no sensor detected" alert. It was confirmed that the transmitter is detecting both the previous sensor and the new one, preventing the system from working properly, resulting in sensor removal.